Event description:
Journal reference: fanzini, a., p. Ferroli, et al. "Huge epidural hematoma after surgery for spinal cord stimulation." Acta neurochirurgica. 2005; 147(5): 565-7. Patient experienced paraplegia post scs lead placement. The literature article discusses info suggesting a male pt being treated with scs for pain experienced paraplegia and numbness post scs lead placement. The paraplegia was related to a large epidural hematoma. Surgical removal of the large clot was performed immediately and the pt returned to baseline.

Manufacturer narrative:
Lead was identified as resume only, could be model 3587a (procode gzf/gzb) or procode lgw). This report is being filed under exemption number e2007022. [See scanned pages]